Event description:
It was reported that an orbera365 intragastric balloon system was implanted on an (B)(6) 2024. After 3 months, the patient felt that the balloon was no longer inside their stomach. After 11 months, the patient reported feeling bad and vomited the balloon. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3 the exact event date was not provided. An approximate date was selected. Block h6 device code a1401 is being used to capture the reportable event of balloon deflated. Device code a010402 is being used to capture the reportable event of balloon migration.